Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, it was determined that the user was unable to access pyxis app in working desktop. The technical support specialist contacted the customer for an update on whether the issue persisted. The customer confirmed that the issue had been resolved with assistance from their team. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es server, the user was unable to access the pyxis application. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.